Event description:
It was reported that the 9800 system mismatched images when selected from the image directory. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive, which had the newer software version 29, was installed during the service call. The system was tested and found to be working as intended and put back into service.